Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) stated, "iabp may require maintenance¿ shown when startup - logs downloaded- machine pending for further check and repair. Fse revisited site on aug 2023- machine to be collected for further troubleshooting and repair. On 5 dec 2023- video generator pcb (d670-00-1182) and executive processor pcb replaced (d670-00-0770). No more ¿iabp may require maintenance¿ shown when startup. All manifold tests and functional tests passed according to factory specifications. Machine returned to customer for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received the following parts associated with this complaint:part number 0670-00-1182 rev. F, serial number (B)(6), part number 0670-00-0770 rev. S, serial number (B)(6). These parts were received with a reported failure of an "iabp will require maintenance" message. The fat performed a visual inspection and found the part to be in good condition. The fat installed part number 0670-00-1182 in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. The iabp would not boot up with this board installed. The fat installed part number 0670-00-0770 in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. The touchscreen was slow to respond and the low-pressure helium transducer failed to calibrate. Fat verified the boards were faulty. Sending the boards to the respective supplier for failure analysis per procedure number (B)(4). The fat dept. Received part number 0670-00-0770 exec. Processor board serial number (B)(6) from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. Supplier investigation: during the initial testing, the ict process resulted in a failure (r108, r264 high value). The hi-pot test also failed due to damaged component r108 and r264. However, the fct test passed. Please see attached document received from supplier for investigation. Retaining this board in the fat dept. Per procedure (B)(4). The fat dept. Received part number 0670-00-1182 video gen. Board serial number (B)(6) from the supplier. Supplier investigation: during the initial ict test, the results were passed successfully. However, the fct test encountered a touchscreen error. There is suspicion that component u41 might be faulty. Please see attached report received from supplier. Retaining this board in the fat dept. Per procedure (B)(4). The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during initial start of therapy, the cardiosave intra-aortic balloon pump (iabp) unit had a "iabp may require maintenance¿ notice shown when startup. There was no patient harm.